Event description:
The pump was returned for investigation. Investigation revealed a display failure, contamination under keypad button contacts, and a vibration motor failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. The keypad cover was removed and contamination was found under the contrast and up arrow key contacts. A vibration motor failure was also found while testing the pump voltage and current. Unrelated to the issues, the keypad cover was torn and the clip insert on the pump casing was cracked. (B)(6).